Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Additional information has been received which was not included in the initial report. The information has been provided in section h11 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the reported event using iphone 14 pro on ios 16.6 and guardian connect 3.4 was performed. Issue was not reproduced. The software support team conducted an investigation and confirmed via database logs that there were indeed no failed login events present in database sso logs. Shared the following information with helpline: ensure the user is not employing autofill or a password manager. Helpline reported issue has been resolved the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n, version pch00112475. (Most likely) root cause: caused by icloud integration, precise mechanism of fault unknown. Likely caching of old token, credential or certificate. Analysis summary: helpline reported that removing application from icloud resolved user's login issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between other device to software. The customer reported no adverse event. The event involved product(s) css7200. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for css7200.